Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling shaft was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, misuse and/orabuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, after cleaning, it was discovered that the torque limiting attachment device was no longer capturing the screwdriver shaft. During in-house engineering evaluation, it was observed that the device could not lock/secure the cutter device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.